Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white residue inside the air/water channel, the air/water cylinder, and also in the auxiliary channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the cause could not be established for the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.